Manufacturer narrative:
G4: 04nov2020 b4: (B)(6) 2020 a touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to manufacturing process leaving dead spots on the screen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23aug2020 b4: 24aug2020. Information was received that the touchscreen was replaced to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that during use the ventilator's upper part of the touch panel did not react. Reportedly, the customer has usually addressed the issue by calibrating the touch panel in diagnostic mode, but it was reported that the unit has become unresponsive frequently. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. It was reported that the unit continued to operate when the reported issue occurred. Although requested, patient information was not available. The manufacturer¿s international service technician confirmed the reported issue, the touchscreen was calibrated but the issue was not resolved. The customer was provided with a quote for service repair and replacement of the touchscreen.